Manufacturer narrative:
E: (B)(6). Phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was faulty. It was reported there was no patient involvement at the time the issue was discovered, investigation is ongoing.

Manufacturer narrative:
The customer refused to pay for repair. No further service provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(4).